Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4. Two clips were implanted ntw (lot: 31127r3107) and nt (lot: 30508r1042). At follow-up transesophageal echocardiogram (tee) on (B)(6) 2024, the nt clip was observed to be detached from the anterior leaflet (single leaflet device attachment (slda)) due to a leaflet rupture. Recurrent mr grade 4 was observed along with dyspnea. Surgical intervention is planned.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr is a cascading effect of the reported slda. The reported dyspnea is a cascading event of the reported recurrent mr. The reported patient effects of mitral regurgitation, tissue injury, and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Health effect - impact code: 4624 added.

Event description:
Subsequent to the previously filed report, additional information was received: surgical intervention was performed at a different hospital on an unknown date. The patient received a mitral valve replacement.